Event description:
Based on additional information received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious as the patient required intervention for the events of allergic reaction, knee is swollen to 3 x its normal size and very bad pain/ in pain/ was in excruciating pain. This unsolicited device case from united states received on (B)(6) 2014 from a patient. Based on follow up information received on (B)(6) 2014, the event of very bad pain/ in pain was updated to very bad pain/ in pain/ was in excruciating pain and extracted 80 ml each time of fluid from that knee/ fluid extracted daily from her knee/ her knee drained twice was updated to extracted 80 ml each time of fluid from that knee/ fluid extracted daily from her knee/ her knee drained twice/ knee filled with fluid. This case concerns a (B)(6) female patient who was not been able to walk since/ cant' walk, allergic reaction, extracted 80 ml each time of fluid from that knee/ fluid extracted daily from her knee/ her knee drained twice/ knee filled with fluid, very bad pain/ in pain/ was in excruciating pain and knee was swollen to 3 x its normal size after receiving treatment with synvisc one injection. No past drugs, concomitant medication or concurrent condition was reported. The patient had medical history broken ankle and back surgery for ruptured disc. It was reported that the patient had allergy to ace bandages and drugs: ibuprofen, naproxen and povidone iodine (betadine), in addition, the patient's allergy test had shown that the patient was allergic to histamine, pigweed, aspergillus, d. Farina and d. Pteronyssinus (dust mite). On (B)(6) 2014, the patient received treatment with synvisc one injection once at a dose of 6 ml (route, batch/lot number and expiration date: not provided) in left knee for arthritis. The same day, the patient got extracted 80 ml of fluid from that knee each time (her knee drained twice), couldn't walk and had knee that was swollen to 3 times its normal size. It was reported that the patient got fluid extracted daily from her knee and now the physician had refused to do it as it increased risk of infection. Further, reported that the patient's knee was filled with fluid and the patient could not walk. Also, reported that the patient was in excruciating pain. On an unknown date, a synovial fluid culture was done which came back normal. On an unknown date in 2014, the patient had allergic reaction and was referred to allergist. The patient had itching and rash all over. On an unknown date in 2014, the patient had very bad pain. On (B)(6) 2014, the patient's blood work was (B)(6). On (B)(6) 2014 and (B)(6) 2014, the patient's thin-layer rapid use epicutaneous patch test revealed that the patient was allergic to balsam of peru, cl+me-isothiazolinone, p-phenylenediamine and bacitracin. Corrective treatment: allergic reaction: prednisone knee is swollen to 3 x its normal size: knee drained 2x; prednisone very bad pain/ in pain/ was in excruciating pain: pain killers; oxycodone with tylenol; prednisone not been able to walk since/ cant' walk: acupuncture outcome: not recovered for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria for the events of very bad pain/ in pain/ was in excruciating pain, allergic reaction and knee is swollen to 3 x its normal size: required intervention additional information was received on (B)(6) 2014. Ftc investigation report was added. Additional information was received on (B)(6) 2014 from the patient. The information regarding the patient's medical history and drug allergy was added. The event of very bad pain/ in pain was updated to very bad pain/ in pain/ was in excruciating pain and extracted 80 ml each time of fluid from that knee/ fluid extracted daily from her knee/ her knee drained twice was updated to extracted 80 ml each time of fluid from that knee/ fluid extracted daily from her knee/ her knee drained twice/ knee filled with fluid. The patient's clinical course (lab test, allergic tests and corrective treatment and seriousness criteria) was updated. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2014: in this case the causal role of synvisc one cannot be excluded for the occurrence of the event of allergic reaction, however, the lack of detailed information regarding the concomitant medications used by the patient, clinical course etc. Precludes the complete case assessment.